Event description:
The customer reported that her blood glucose reached 317 mg/dl and that the cannula was kinked. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.